Event description:
It was reported that (1) sw100 and (1) sw110 were used during a laparoscopic nissen fundoplication. It was reported by the rep that the surgical tech placed the suture assistant into the reload and couldn't close the handles of the device. Upon further inspection of the reload they found that the reload itself was damaged. They finished the case with another suture assistant gun and reload. There was extended or time of 5 mins. There was no consequence to the pt.